Event description:
It was reported patient's right ventricular (rv) lead presented with high pacing impedance and high capture thresholds. No changes were reported. The patient was stable.

Event description:
New information received notes the right ventricular (rv) lead presented with continued high pacing impedance and failure to capture. No changes were reported. The patient was stable.

Event description:
New information received notes the right ventricular (rv) lead presented with a fracture, continued high pacing impedance, and no capture. The lead was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was recovering.